Event description:
Pt had a heart attack. Pt was on ventilator and a balloon pump was put in place. Pt alleged that nursing guidelines were not followed during surgery and due to inappropriate placement of the device pt woke up and was paralyzed. Pt had total left femoral neuropathy.